Manufacturer narrative:
Date of event: unknown. (B)(6). Two photos were provided for evaluation. They show a syringe with the packaging flow wrap. The syringe has the barrel label missing, therefore failure mode is verified. This was due to a variation in the plunger rod labeler machine during production and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8223653 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8223653 during the production run. This was due to a variation in the plunger rod labeler machine during production and was missed by personnel.

Event description:
It was reported that before use of the bd posiflush¿ saline syringe filled the bd posiflush 5ml, product missing the label. The syringe came packaged correctly (inside the transparent primary packaging). What is missing is the sticker that surrounds the syringe barrel, where the scale marking and other information is located.